Event description:
It was reported that the patient is experiencing a shocking sensation usually in the evening hours. The clinic had already turned off ventricular capture management (vcm) and were considering turning off atrial capture management (acm) and the chronic automatic lead check. Follow up was conducted and it was noted that the patient is very sensitive to ventricular pacing (vp) and changes were made to the programming of the device. The physician decreased the device's atrial voltage output and set the right ventricle (rv) capture management to "off." As a result, the shocking sensations are less pronounced and are only intermittent. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.